Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was torn around the ok button, up arrow button and down arrow button. The audio bolus button cover was torn with the internal slug exposed. The battery compartment was noted to be cracked from the grip down to the seal. On investigation, the display screen was noted to be dim and discolored. On testing, the keypad buttons were completely unresponsive. The keypad cover was removed for investigation and revealed moisture corrosion on all the button contacts. All of the button contacts were found to be inverted and there was contamination on the contact of the contrast button contact. The contrast button does not affect insulin delivery to the patient. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior compartment.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/28/2014: damaged/unresponsive keypad, damaged audio bolus button, battery compartment crack, dim and discolored display.